Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: "no harm or injury to pt. Non-deflation was noted in pretesting. The deflation of the balloon was done after multiple trials for one hour."

Manufacturer narrative:
This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because medical intervention and sometimes surgical intervention is required to prevent serious injury. Reported to FDA on (B)(4), 2013.